Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 04/26/2015 to report that she had experienced continuous glucose monitoring (cgm) inaccuracies and an adverse on (B)(6) 2015. The sensor was inserted in the arm on (B)(6) 2015. Patient stated that she felt off in the evening. Patient had checked her cgm, which had read a blood glucose (bg) of 300 mg/dl, however the patient had checked her finger stick bg and discovered that she was at 600 mg/dl. The patient called an ambulance and was taken to a hospital. At the hospital the patient was treated with insulin and was released home the following day. At time of contact the patient was healthy and at home and not on any additional treatments or medication. No additional event or patient information is available. The sensor was inserted into the arm. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. The patient did not enter the bg meter values into the cgm device promptly. The dexcom g5 mobile continuous glucose monitoring system states: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.